Manufacturer narrative:
(B)(4).

Event description:
The physician attempted to deploy an integrity 3.00 x 22 mm bare metal stent. It was reported that there were difficulties in advancing the device through the lesion. Another stent was used to complete the procedure. No patient complications were reported. Following device return and subsequent evaluation, it was reported that the stent was deformed. Evaluation summary: there were numerous kinks visible along the hypotube. The distal tip was flared. A number of struts on the 1st two proximal stent segments were raised and deformed. The 1st three proximal segments were slightly pinched and flattened. The remaining segments were intact. Cine image review: review of the procedural images confirmed the presence of two lesions in the proximal and distal rca artery. Both lesions appear to exhibit a high degree of stenosis. The images capture the successful deployment of a long stent in the distal lesion.